Event description:
The complainant alleged that the device screen blanked out while the clinicians were attempting to defibrillate a pt (age and gender unk). The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference previously submitted medwatch report number which documents another event that occurred with this device, but on a different pt.